Manufacturer narrative:
Citation: lange r et al. Mitral valve repair with the new semirigid partial colvin¿galloway future annuloplasty band. Journal of thoracic and cardiovascular surgery. 2008; 135(5):1087-1093. Doi: 10.1016/j.jtcvs.2007.11.037 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the intermediate-term results of patients undergoing mitral valve repair wit h a semirigid annuloplasty band. All data were collected from a single center between december 2001 and december 2005. The study population included 437 patients (predominantly male, mean age 64 years), all of which were implanted with medtronic cg future annulo plasty band (no serial numbers provided). Among all patients, 12 patients died within 30 days and 20 other patients died during the follow-up period. The cause of death was reported to be cardiac-related in 7 patients, noncardiac-related in 13 patients, and not reported in 12 patients. No further details about the deaths were provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, transient ischemic attack, pulmonary embolism, central retinal artery occlusion, central venous thrombosis, thromboembolism, major bleeding, band/leaflet suture dehiscence, band fracture, intraaortic balloon pump, endocarditis, systolic anterior motion, atrial fibrillation, pacemaker implant, severe mitral regurgitation. A total of 12 patients required re-operation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.